Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx) with mild tortuosity and mild calcification. The 2.5 x 18 mm xience pro sds was advanced to the distal cx and the stent was deployed at 12 atm; however, the balloon ruptured. The 2.5 x 12 mm xience pro stent delivery system (sds) was then advanced proximal and the stent was deployed at 12 atmospheres (atm); however, this sds balloon also ruptured. The physician performed post-dilatation to fully appose the stents, as both balloons ruptured during deployment. After post-dilatation, good wall apposition was confirmed. There was no resistance noted during advancement or removal of the delivery systems. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 12 mm xience pro referenced is being filed under a separate medwatch report. The xience pro is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon leak/rupture was not confirmed; however, shaft leak was noted. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.